Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). When asked for the actions taken to resolve the incision site infection the hcp indicated nothing had been reported to the provider and the ¿control was off.¿ no further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and fecal incontinence. It was reported that the patient had been constipated to 4 days, they took dulcolax for 2 days, and this caused them to have a very explosive episode of fecal incontinence and diarrhea. It was noted the trial began on (B)(6) 2019. On (B)(6) 2019, the patient reported they got the bandage a little wet and they had two accidents with blood. The patient noted they were still taking laxatives. The patient stated that the pain was really bad, they thought that the incision site was infected with that big lump back there. The patient was advised to contact their healthcare provider. No further complications were reported.